Event description:
It was reported by the rep that the 1 mcl30 was used during a prostectomy procedure. It was reported that the surgeon went to refire and the instrument did not cycle. The instrument was discarded and a new clip applier was opened. There was no consequence to the pt.